Event description:
The customer reported that while the unit was in use on a patient, the unit displayed the alarm message "electrical test fails, code #52". The patient was switched to another unit and tharapy was continued. No patient injury was reported.